Manufacturer narrative:
Results of investigation: the associated device, intended for use in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The cam arm black sleeve is missing and peeling, rendering the device inoperable. The device was manufactured in 2005 and shows signs of extensive use. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary.

Event description:
It was reported that, during inspection, it was noticed that the genesis ii univ ps femoral impactor were found very worn. Procedure finished with same device. No harm to patient. Results of investigation stated that the cam arm black sleeve is missing and peeling, rendering the device inoperable.